Event description:
It was reported that the device dissected the vessel. The target lesion was located in the obtuse marginal branch. A 6f guidezilla guide extension catheter was selected for use. During procedure, the device caused a grade c, non-flow limiting dissection in the obtuse marginal branch. A stent was then placed to tuck up the dissection. The procedure was completed with a different device. No further complications were reported, and patient was ultimately fine.